Event description:
It was reported that pacing threshold and sensing changed during three weeks of implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.